Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited intermittent pacing failure. The physician suspected it was caused by a change in the lead tip's contact state or slack when the patient was in the left lateral decubitus position. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.